Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine checkup. Upon device interrogation it was found that the battery longevity had fallen, and the pacing percentage and thresholds remained unaffected. The pacemaker (pm) exhibited premature discharge of battery and high current drain. Programming changes were made. The patient would continue to be monitored remotely. Patient was in stable condition.

Event description:
New information received notes that the physician elected to explant and replace the pacemaker. There were no patient consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received above elective-replacement (eri) level with normal output and telemetry communication; however, premature depletion was confirmed due to high current. Analysis of the device image revealed high current drain of more than ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.